Event description:
A proultra endo tip separated into three pieces in a patient's tooth. The separated pieces were retrieved without sequela.

Manufacturer narrative:
The device was evaluated subsequent to submission of the initial report and found to be in specification.